Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook was further examined by a failure analysis engineer. The initial findings were confirmed. The instrument was found to have a broken distal clevis. Images of the failure were reviewed and no additional observations were made. There was no other damage observed. This failure is typically associated with mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product and completed failure analysis. The 8mm permanent cautery hook instrument was analyzed and found an ear of the distal clevis broken. The broken piece measuring roughly 0.285¿ x 0.210¿ in size was not returned for evaluation. The complaint rwas confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked distal clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument's distal clevis.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook instrument came apart into two pieces in the abdomen, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A permanent cautery hook instrument was received, and failure analysis investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This event is being reported based on the following conclusion: the permanent cautery hook instrument reportedly broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument came apart into two pieces in the abdomen. The fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator stated that they themselves do not have additional information regarding this case. They spoke to the surgeon who performed the surgery as well, and no additional information could be provided.